Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): 'vitrectomy probe was difficult to connect" (fitting problem). The nurse reported a posterior capsule tear occurred. The nurse stated the vitrectomy probe was difficult to connect to the system. Additional information rec'd from the nurse stated she was able to force the anterior vitrectomy probe connector on to the system. The anterior vitrectomy was completed. The nurse stated the posterior capsule tear was a case complication and did no fault any alcon product.

Manufacturer narrative:
The customer ordered a new cpc connector. The customer replaced the cpc connector to mitigate the difficulty connecting the vitrectomy probe to the system. The replaced cpc connector was disposed of. The customer canceled the service request. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B)(4).